Manufacturer narrative:
(B)(4): device is an instrument and is not implanted/explanted.(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a subtrochanteric fracture surgery, a ball spike disk (the retaining clip on the disk) broke off during surgery and was retained. It was found the next day via x-ray. A second surgery was required to remove the clip. The retained broken fragment was successfully removed during un-scheduled surgery on (B)(6) 2014. No surgical delay was reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.